Event description:
Treatment refractory heparin-induced thrombocytopenia with thrombosis following device implantation without a clear heparin exposure. I am not sure if heparin products are used in the processing or washing of this device which may have served as his trigger for this episode of hit (heparin-induced thrombocytopenia).